Event description:
Pt has a total knee replacement procedure on (B)(6) 2011 in which the simpulse solo irrigation system was used for irrigation purposes. Pt undergoing a knee arthroplasty procedure today (B)(6) 2011 and surgeon observed a foreign body present and was removed. Foreign body represents a piece from this system in which the end user can not manipulate or remove. The foreign body appears to be plastic and is purplish in color measuring approximately 1/2 inch in length.